Event description:
The customer states that the manual barcode reader on the cell-dyn sapphire analyzer gave a sample ID misreading. Two numbers were switched ((B)(6)). The customer recognized the error so results were not reported out from the lab. Subsequent barcode readings (20-30) of the same label did not generate any error. The manual barcode reader was calibrated and then correctly ran various labels (all interleaved 2/5 type barcodes) from other departments or from the testing lab with no errors. There was no additional patient information provided. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation of the customer issue included reviewing and testing the returned materials, reviewing historical data, complaint records, and product labeling. The customer's returned bar code readers (serial # (B)(4)) and bar code labels were tested on the reference cd sapphire instrument, sn (B)(4). The 20 barcode labels were successfully read by the bar code reader and there was no incident observed during testing. The bar code label was measured using a calibrated caliper, sn ave 0040, and bar code specifications found in the cell-dyn sapphire system operator's manual, section 4, page 9. The barcode labels met the following specifications: label width, quiet zone, label length, and barcode label length. However, the label barcode height of 9.40 mm did not meet the barcode height minimum of 12.7 mm stated in the operator's manual specifications. The out of specification barcode label cannot be eliminated as a probable cause for the incident. A review of complaint tickets where the bar code reader, list number 07h40-01, was the likely cause was performed with no additional complaints found. A review of the cd sapphire system operator's manual, rev. C, was performed and did not identify any issues related to the complaint. There was no product deficiency, no malfunction and no action taken for the complaint issue on the bar code reader, ln 07h40-01.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.